Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. It was determined that the event occurred by damage of image sensor unit while the user was handling the device. The damage of image sensor unit may have occurred by irregular electrical damage from electrical contacts at scope connector. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited no image and no error code causing a delay for an unspecified amount of time. It was noted that the scope light came on, no image on monitor, and image flashed once when bending section was manipulated. The issue occurred before the bronchoscopy procedure. It is unknown if the patient was under anesthesia at the time of the delay. Another bronchovideoscope was used to complete the procedure. There was no reported patient harm. Based on the information available, the event was not life-threatening the issue was identified before the procedure, there was no permanent impairment reported, and the issue did not necessitate a medical or surgical intervention.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.